Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end and then appeared damage during follow-up attempts. The patient was undergoing a procedure to treat an unruptured saccular aneurysm of the left ophthalmic artery segment. The aneurysm max diameter was 6mm and the neck diameter was 4mm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered with pru level 145. It was reported that pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was delivered in the middle cerebral artery (mca) but the distal end could not be opened and was resheathed. On the second deployment, a slight crimp was noticed in the distal end. The surgeon attempted to drag the device into position but a noticeable fray was observed at the distal end. It was attempted to resheath again but there were issues with resheathing so the whole system was removed together. It was noted that more than 50% of the pipeline was deployed when the failure to open occurred. The pipeline was not positioned in a bend. The pipeline was resheathed more than 2 times. Aside from resheathing, no other devices or steps were tried to open the pipeline. A competitor's device was then used to successfully complete the procedure. There was no harm or injury to the patient.